Event description:
It was reported to resmed that the leak valve used with an astral device would not close. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The leak valve was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. The user guide for the leak valve provides the following warning: " ensure that the vent holes and the anti-asphyxia openings are not covered." Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The leak valve was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the leak valve. The leak valve was performing to specifications. Resmed¿s risk associated with use of the leak valve remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the leak valve used with an astral device would not close. There was no patient harm or a serious injury reported as a result of this incident.